Event description:
The company received a report where it was claimed that the cuff on the tube would not deflate during pt use. The caller reported that replacement of the tube was required.

Manufacturer narrative:
The sample is expected to be returned. If the sample is received, a summary of the investigation will be provided in a supplemental report.